Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 23 mm xience v stent delivery system (sds) balloon ruptured during inflation below 10 atmospheres. The stent was deployed; however, further dilatation was performed to fully expand the stent to the vessel wall. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was no rupture or leak noted, thus the complaint could not be confirmed. Based on visual inspection and functional testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.